Event description:
It was reported that episodes of non-sustained rv oversensing were observed via remote transmission due to myopotential oversensing. Isometrics test and reprogramming the device were recommended.